Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator for the treatment of movement disorders. It was reported it was very uncomfortable to turn the implant back on after having it off. The patient reported he got a "jolt" when he did this. No further complications were reported or anticipated.